Manufacturer narrative:
Manufacturer's investigation conclusion a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline/pump methicillin-resistant staphylococcus aureus (mrsa) infection. The first positive wound culture was observed on (B)(6) 2021. The patient was then admitted on (B)(6) 2021. They received an abdominal ultrasound on (B)(6) 2021 that revealed a small amount of fluid immediately adjacent to the very proximal aspect of the driveline. The patient was placed on lifelong suppression of oral doxycycline and would receive an abdominal ultrasound if drainage worsens. The patient was discharged (B)(6) 2021.

Manufacturer narrative:
The event date has been estimated.

Event description:
It was reported that the patient had driveline/pump infection.